Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information has been provided by the customer. The date received by manufacturer, was (B)(4) 2013. The patient's repeat atshr result was prodcued using an irma method.

Manufacturer narrative:
Patient sample was returned for investigation. A streptavidin interfering factor was identified. This interference is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they had one patient who had positive antibodies to tsh receptor (atshr) results with high free thyroxine results on their e601 analyzer. The customer provided data for one discrepant atshr result that was reported outside the laboratory. The patient's initial atshr result was 17.90 iu/l. The sample was sent to another laboratory and tested on a different method. The repeat atshr result was <1.0 iu/l. No treatment was initiated based on the discrepant result as the result was inconsistent with the clinical work-up of the patient. There were no adverse events. The atshr reagent lot number was 170516. The expiration date was requested but not provided.